Event description:
End user alleges while in the motorized wheelchair, he leaned over the armrest to retrieve an item from the ground when the armrest broke and he fell out of the unit allegedly fracturing his right tibia.

Manufacturer narrative:
Parts were discarded by the end user and were not available for eval. End user admitted while operating the motorized wheelchair he was not wearing the safety belt, as advised in the owner's manual.